Manufacturer narrative:
This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. 04mar2022: review of open complaints within balt USA database revealed that this record has been closed in supplier balt extrusion's qms (refer to attached report), therefore investigation results have been updated accordingly. Balt USA reference # (B)(4). The product was sent to legal manufacture balt extrusion, summary provided as follows: the hybrid is received with a magic1.2f. The proximal part of the hybrid is received in the same bag as the magic but outside the micro-catheter magic because it was removable following the breakage of the hybrid on the nitinol-inox zone. However this proximal part protruding from the base, could not have found its way into the patient. Concerning the distal part of the hybrid, it is inside the magic micro-catheter and seems "stuck" at inside: the hybrid spring does not come out of the distal part of the micro-catheter. We are now trying to measure the total length of the hybrid: the proximal part of the hybrid, which was outside the micro-catheter, is 160 cm. Then by making a longitudinal section of the micro-catheter, where the hybrid is "stuck", we note that the distal part of the hybrid in the micro-catheter is 60 cm. With the binocular, we see that the distal part is damaged and that the solder ball at the distal end of the spring is well rounded. The total length of the hybrid is therefore 220 cm, in line with what is indicated in the overall drawing (B)(4) revision d. We therefore did not observe that a distal part of the hybrid was missing and that a distal part could have found free inside the patient (see supporting photos) as indicated in the description of the incident. We also note on the magic1,2f a plastic deformation of 0.5 cm at the level of the pink pursil at its proximal end. This deformation could explain the damaged aspect of the distal part of the hybrid if the passage through the microcatheter was not done gently. The returned product was inspected in our quality laboratory with the support of the engineering team. During our analysis, we noted that the guidewire was received with a micro-catheter magic1,2f. The proximal part of the guide-wire was outside the micro-catheter because it was removable following the rupture of the hybrid on the nitinol-stainless steel welding. However, this proximal part protruding from the hub, it could not have been found free inside the patient. Regarding the distal part of the hybrid, it seems "stuck" inside the micro-catheter. The spring of the guide-wire does not come out of the distal part of the micro-catheter. We measured the total length of the guide-wire : the proximal part of the guide-wire measures 160 cm. By making a longitudinal section of the micro-catheter where the hybrid is stuck, we observed that the distal part of the hybrid which was stuck in the micro-catheter measured 60 cm. With the binocular, we see that the distal part was damaged and that the welding ball at the distal end of the spring was well rounded. The total length of the hybrid was therefore 220 cm, in accordance with what is indicated in the global drawing (B)(4) revision d. We therefore did not observe that a distal part of the hybrid was missing and that a distal part could have been found free inside the patient (see supporting photos) as indicated on the description of the incident. We also noted on the magic1,2f a plastic deformation over 0.5 cm at the level of the pink purse at its proximal end. The review of the dhrs (device history records) for this specific batch number did not highlight any anomaly during the manufacturing process. During the manufacturing process, several tests are performed: destructive testing by sampling: wire twisting; destructive testing by sampling: wire bending; the welding diameter is 100% controlled; all units are tested with a non-destructive bending test; the total length of the guide-wires are 100% controlled. The results of these different controls are conformed to the specifications of the technical plan. Furthermore, the welding process is validated and no anomaly is observed to date on the periodic monitoring. We noticed 3 similar complaints on this lot number; the failure mode in these events was "rupture inox-nitinol before use"; no accurate root-cause(s) was/were determined because the investigations are still in progress. As mentioned in the IFU mde020 ind. 14 (see § 5. "Directions for use" and § 6.1 precautions for use"): "avoid repeated bending, at the same point in order to avoid damage or separation of the guidewire"; "never force an intravascular device against resistance without first determining the cause through angiographic inspection. Working against resistance can damage the guidewire and the catheter or cause lesions in the patient". In conclusion, we cannot confirmed the issue experienced by the user since we retrieve all the distal part of the guidewire "stuck" inside the micro-catheter and so we cannot accurately determine the root cause experienced by the user. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This issue will remain subject to continued tracking as part of our post-marketing surveillance program. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "in the case of the product, the soft wire tip comes off the wire during the intervention! The freely floating wire tip is recovered in the patient with a snare device! The patient is fine / there was no resulting health impairment due to the incident!."

Manufacturer narrative:
This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements balt USA's reference number: (B)(4). Analysis pending on the device return to supplier balt extrusion.

Event description:
It was reported that: "in the case of the product, the soft wire tip comes off the wire during the intervention! The freely floating wire tip is recovered in the patient with a snare device! The patient is fine / there was no resulting health impairment due to the incident!."